Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell out of the customer's hand and the touchscreen cracked. Pump was no longer functional. Customer reverted to manual injections for insulin delivery. Blood glucose was 220 mg/dl.